Event description:
A malfunction with code malf 12 was reported, but there were no notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The pump had not been reset prior to the call, so technical support provided instructions and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the issue reoccurs, which the customer acknowledged and understood.